Event description:
Patient presented to the physician with pain at the ipg site and requested removal of the inspire system. Physician brought the patient into the or and removed the entire inspire system.